Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year from date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty in charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.